Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an alert was noted on carelink, and the lead exhibited noise oversensing. The noise could not be reproduced with isometrics or pocket manipulation. The lead is still in use. No patient complications have been reported as a result of this event.